Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) there is no reaction from the system touchscreen and there is one blue vertical line on the monitor. The sw is loading normally and there is no any error messages. The service menu is loading as well but it's not possible to select anything.

Manufacturer narrative:
Additional information:e1(event site postal code- (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.